Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the event resulted in in-patient or prolonged hospitalization. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via clinical study indicated the empty pump alarm occurred on 2016-jun-12. The patient's weight was (B)(6). No further complications were reported/anticipated.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (10 mg/ml at 1.953 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the empty reservoir alarm occurred on an unknown date. The patient's son called relaying symptoms of chills and increased pain but denied fever. The patient was advised to go to the emergency room. The patient did recently pass the alarm date of (B)(6) 2016 and did not fill the pump until (B)(6) 2016. The patient's rate was also decreased at the time of refill. The patient sought treatment at the emergency room twice in two weeks for altered mental status after giving himself a bolus on (B)(6) 2016. On (B)(6) 2016 fluoroscopy was performed and gave results of the catheter found to be patient; catheter was flushed. On (B)(6) 2016 the patient reported hospital admission but stated they were unable to determine if the difficulty was related to the pump of parkinson's. The patient felt symptoms were related to increased pain and requested an increase. The pump was reprogrammed with an increased rate on (B)(6) 2016 and (B)(6) 2016 as an intervention. The patient reported he felt he was fairly stable at the present on (B)(6) 2016. The pump was reprogrammed with an increased rate on (B)(6) 2016 and (B)(6) 2016 as an intervention. The patient reported seeing some benefit on (B)(6) 2016. The pump was reprogrammed with an increased rate on (B)(6) 2016 and (B)(6) 2016. The patient reported they did feel the pump was covering back pain on (B)(6) 2016. The outcome was resolved without sequelae on (B)(6) 2016. The clinical diagnosis was possible opioid withdrawal. The etiology of the event was noted as possibly related to the device or therapy, not related to the implant procedure, and possibly related to the drug morphine with the drug action that caused the event being missed dose. No further complications were anticipated/reported.